Event description:
The patient's father reported that the "down" arrow button did not spring back and was not responding on the keypad. The reporter denies damage to the keypad or exposure to moisture and cleaning products.

Manufacturer narrative:
The pump was returned to animas and the keypad appeared to be intact with no lifting or peeling. The "up", "down" and "ok" keypad buttons were intermittently responding and required excessive force to activate. The keypad was removed and the "up" and "down" key contacts were misaligned. The "up", "down" and "ok" key contacts became inverted when pressed and did not always spring back. There was also evidence of keypad adhesive found under all key contacts.